Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded up and down keypad traces. Analysis was unable to verify for failed battery test alarm due to no up and down button response. No freezing screen, ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was not performed. The device was returned for analysis.